Manufacturer narrative:
Concomitant medical products: erbe electrosurgical generator - unknown model. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the tip of snare head outside the distal end of the sheath. The tip of the snare would not fully retract back inside the sheath. When retracting the snare, the tip of the snare head was extended out from the distal end of the sheath at approximately 3 mm. The handle of the snare was manipulated several times and the snare head was unable to retract fully into the sheath. When the snare head is fully extended, the snare head appears to be misshaped where the duck bill tip is formed. It is unknown when or how the snare head became misshaped. Further, in a visual evaluation, the tip of the sheath appears to exhibit some damage. The visual damage to the tip is mostly likely due to the tip of the snare head not fully retracting inside the sheath. Additionally, the snare head was slightly twisted, but it is unknown when the snare head became slightly twisted. Due to the snare head not fully being retracted inside the sheath, a functional test was not performed by advancing the device through an endoscope or a colonoscope. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the user indicated the device was used for esophagogastroduodenoscopy (egd) with endoscopic mucosal resection (emr) of a gastric nodule. Use of the device for emr is against the stated intended use of the device, specifically the intended use in the instructions for use (IFU) states "this device is used with an electrosurgical unit for endoscopic polypectomy." Use of the device during emr could contribute to the confirmed deformation of the snare head shape causing the retraction difficulty. The instructions for use also states: "do not use this device for any purpose other than the stated intended use." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user indicated the device was used for esophagogastroduodenoscopy (egd) with endoscopic mucosal resection (emr) of a gastric nodule, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd) with endoscopic mucosal resection (emr) , the physician used a cook acusnare polypectomy snare. Saline was injected and the snare did not close completely [difficulty with snare retraction]. The procedure was completed with another snare. Additional information was received on 01/10/2018 from the cook district manager: the snare retracted fine, until the very end, when the tip would not close into the snare sheath. The doctor just pulled the snare off at the end of the procedure, when he could not close the snare completely into the sheath (subject of this report). I received a second report last night which I reported today, about another occurrence (see related MDR 1037905-2017-00036 and MDR 1037905-2017-00037), at the same institution. It appears to be the same basic problem of the snare not completely retracting in sheath. It appears that the snare wire bent too much to fit back into the sheath.